Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nissen, the device did not release the suture needle and as the surgeon attempted to try again to remove the suture needle, the needle broke. The surgeon pulled out the device and a portion of the needle remained inside the needle and the other part of the needle was left inside the patient. The surgeon proceeded to do an esophagogastroduodenoscopy to retrieve the other part of the needle. They were able to locate the needle inside and pulled out with an endoscopic grasper.